Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected the remaining twelve clips. Finally, it locked out as intended. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, it is alleged that the surgeon relayed to the nurse that the product was defective. Unknown how case was completed. There were no adverse consequences for the patient.